Event description:
It was reported that a prosa (part # unknown) and progav 2.0 (part # unknown) were implanted during a procedure performed on an unknown date. According to the complainant, the patient underwent a revision procedure on an unknown date. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Although requested, additional information has not been made available. Same event as medwatch MDR ID # 3004721439-2022-00127.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: tissue residues on the catheter. Permeability test: the test showed that the progav® 2.0 combined with the burhole reservoir and the prosa® (rm 4269_1) is permeable. Computer control test: the computer-controlled test showed the opening pressure of the progav® 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 0,92 cmh2o. This is not within the specified tolerance of 10 cmh2o ± 3 cmh2o. An applied pressure of 10 cmh2o, with the device in the horizontal position is expected to have a resultant pressure of 10 cmh2o ± 3 cmh2o. The test result is confirmed by further tests. According to our results, we can detect a presence of an accelerated outflow. Adjustability test: the progav 2.0 was found to be non-adjustable within the specified range. Braking force and brake function test: the braking force test indicates that the brake function of the progav 2.0 is present. Due to the non-adjustability of the valve, as detailed in section 7.4 an investigation of the braking force was not possible. Internal inspection of product: after dismantling of the valve, deposits were found in progav 2.0. Results: for the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test was already carried out after the revision at the hospital. Based on our investigation results, we can determine an accelerated outflow and a non-adjustability in the valve at the time of our investigation. Detected deposits can be named as the cause of the malfunctions. Existing deposits in the csf may temporarily impair the function of the valve and are described concomitants in the hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.